Manufacturer narrative:
Results: evaluation of the returned bed confirmed that one tooth from the right side panel was missing in addition to a 1 inch tear on the left side netting. All the issues listed were repaired and returned back to the customer for use. Posey beds are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the beds should be inspected prior to use. If damage is noted during these routine bed inspections, the unit should not put into use with a patient and should be returned to posey for servicing. If one zipper element is missing it can potentially leave an unsecured area. Applying pressure directly to the unsecured area will reveal the breach, which is why the user manual advises caregivers to apply direct pressure along the entire length of the zipper. If there are more than one consecutive zipper elements are missing it will not allow the zipper to be closed and will render the bed unusable. In order for a missing zipper element to potentially contribute to patient egress, the following must occur: the missing zipper element is not noticed, the caregiver does not properly check the zipper prior to leaving the patient unattended, and the patient identifies the unsecured area and exits the bed. Following the IFU and standard servicing protocols, the user can identify these issues prior to use and return the bed for repair. In this case, there was no impact or consequence to the patient and the canopy was returned for servicing when the zipper issues were identified. Although it cannot be confirmed, it is possible that routine wear-and-tear from repeated use contributed to the missing zipper element. Of note, the canopy was 39 months old since its last service. Service issues are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Note: the instructions for use warns the user to never use the posey bed if there is damage to the canopy, damage to the accuses panels, or if the entire zipper does not close completely. A failure to follow this warning may lead to serious injury or death from a fall. Always check the canopy and make sure the entire zipper is completely closed before leaving the patient alone to help reduce the risk of a fall or unassisted bed exit. (B)(4).

Event description:
Customer reported a hole in the left and right side panel and mattress area. It was later discovered during evaluation one zipper element is missing on the right side panel. No patient incident or injury was reported. Customer did not provide the date when the issue was discovered.